Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for the same model lens with two diopters difference. Additional information was received from the surgeon, who reported the iol dislocated. He believed patient healing and eye anatomy may have contributed to the iol dislocation. The event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results form the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece. Not enough information was provided to conduct a review of the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional information was requested. A completed follow-up questionnaire was received. (B)(4).